Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that she was taken by ambulance the other day and has not seen the insulin pump since. The customer mentioned being hospitalized due to high blood glucose of 205mg/dl, and she passed out on the floor. The caller stated that they told her it may have been part diabetes and part the pain medication that she was taking. No further information was provided.